Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with her device. The cochlear implant has been functioning during the last yrs with about half of the electrode channels in status hi. Testing from (B)(6), 2011, shows all 12 electrode channels in status hi. The external parts were checked and functional.